Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to breakage of image guide bundle, the image is not displayed (it may return to normal at times). Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchofibervideoscope had an error code e315 (scope communication error) when connected. The event occurred during set up, prior to use. There were no reports of patient involvement.